Manufacturer narrative:
It was reported that immediately after stent placement, the stent was found broken and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
The physician encountered very strong resistance when the physician attempted to deploy the stent. The stent was somehow deployed, but fluoroscopic images confirmed that the deployed stent was short and had a distorted shape. The physician removed the stent with fingers and checked the stent. The physician found that the flare on the mouth side of the stent was half broken. The physician commented that the delivery system could be removed without any issues, so there may have been some issues when the stent was deployed. Another stent (cxdt2206) was used to finish the procedure. Perforation or free air was not identified on angiography. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that immediately after stent placement, the stent was found broken and was removed. As a result of analysis of returned device, there was kinking in the yellow marker part, but it is not clear if it occurred during transit or procedure. The stent was deployed and returned with the delivery system. There was foreign material on the stent, and the flare part was distorted. When the foreign material was washed, the stent successfully expanded normally. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Based on the foreign material on the stent and the flare part being distorted and the description "the physician found that the flare on the mouth side of the stent was half broken", there is a possibility it the stent was distorted during deployment when the user pushed and pulled the delivery system for deployment and/or during removal of the delivery system after deployment when the tip or delivery system got caught in the stent due to curve and pressure of the patient's lesion. It is assumed the doctor recognized the distorted stent as being broken, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Taewoong's user manual of this device states the following. "After stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again. (Position the inner sheath to its original position into the outer sheath before removal)" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The physician encountered very strong resistance when the physician attempted to deploy the stent. The stent was somehow deployed, but fluoroscopic images confirmed that the deployed stent was short and had a distorted shape. The physician removed the stent with fingers and checked the stent. The physician found that the flare on the mouth side of the stent was half broken. The physician commented that the delivery system could be removed without any issues, so there may have been some issues when the stent was deployed. Another stent (cxdt2206) was used to finish the procedure. Perforation or free air was not identified on angiography. There were no patient complications as a result of this event.